Manufacturer narrative:
Bibliography:lund, caroline, hrisimir kostov, berit blomskjøld, and karl o. Nakken. "Efficacy and tolerability of long-term treatment with vagus nerve stimulation in adolescents and adults with refractory epilepsy and learning disabilities." Seizure (2010). Print.

Event description:
It was reported through a scientific article that a vns patient experienced some seizure deterioration due to unknown reason. At the moment, good faith attempts to obtain further information have been unsuccessful to date.